Manufacturer narrative:
Additional information was received on (B)(6) 2019. The impacted product, original reported as unknown gel, was identified. The impacted product was a 350cc mentor memorygel breast implant. Section d has been updated with all available information. The date of the re-use of the devices was revealed. The patient had these removed and put back in on (B)(6) 2010. Additional information was received on (B)(6) 2019. The capsular contracture reported with this device was baker grade IV. A manufacturing record evaluation was performed for the finished device 5976533 number, and no non-conformance's were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture / infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian patient who had a 350cc mentor memorygel breast implant (right) and an unknown mentor gel implant (left) placed experienced multiple post-operative complications post procedure. The patient had a previous history of bilateral capsular contracture and having the implants removed and placed back. The patient then experienced left sided capsular contracture and infection. The breast was red and swollen and the patient was treated with antibiotics. Tissue necrosis was occurring on the right breast and it began turning blue. The right breast was treated with cortisone injections. They were removed and placed over the muscle. This off label use of the product. On (B)(6) 2011 the devices were replaced with 500cc mentor memorygel breast implants. See 1645337-2019-24973 for contralateral prothesis report.